Event description:
A report was received that the patient underwent a pocket revision because the ipg had moved from the original pocket site. The pocket site was relocated. The patient was reportedly doing well after the procedure.

Manufacturer narrative:
Device remains in patient. This is a final report.